Event description:
During index procedure the patient had 1 endeavor sprint stent implanted to the lad. It was reported that the patient suffered a mi approximately 23 months post index procedure. It is also reported that the patient died on the same day. Cause of death was mi.

Manufacturer narrative:
Results - inherent risk of procedure (death and mi). Conclusions: inherent risk of procedure - (death and mi). (B)(4).